Event description:
During a coronary drug eluting stenting treatment procedure, lesion crossing difficulties and shaft damage occurred. In 2005 the target lesion was located in the proximal circumflex artery (cx). The physician attempted to implant a taxus express2 3 x 16 mm drug eluting stent into the stenosis of the cx. During this procedure the catheter shaft broke. The device was removed and a 3.0 x 15 mm multi-link vision (gdt) was used to completed the procedure. There were no reported pt complications.